Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00028 on 02/03/16 for (B)(6) results. On 04/13/2016 additional information: the patient sample was received for further investigation by siemens. The testing performed indicates heterophilic interference present in the sample. The instruction for use (IFU) under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00028 on 02/03/2016 for (B)(6) advia centaur xp (B)(6) ii patient results, and MDR 1219913-2016-00028 supplemental report 1 on 04/20/16 concluding the investigation. On (B)(6) 2016: correction: there was an advia centaur xp (B)(6) reagent lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. The UDI number previously recorded was correct. No further investigation is required.

Manufacturer narrative:
The cause for the (B)(6) results compared to a (B)(6) test method result is unknown. Siemens is investigating. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
(B)(6) results were obtained by the customer and considered discordant compared to a (B)(6) test method result. The customer performed (B)(4) confirmatory testing and the (B)(6) result was not confirmed. (B)(6) result was reported. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) result.